Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the issue was likely due to inadequate training. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called in to request an in-service to aid in the reprocessing of the uretero-reno videoscope device. During the in-service, it was discovered the the device was being incorrectly reprocessed. The endoscopy support specialist (ess) providing the in-service reviewed all models of the device as well as manual cleaning, disinfection, and sterilization information from the olympus manual. An 'on track' form was completed including the in-service participants and the ess. The device was not returned to olympus for evaluation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer sent in a request for an in-service with an endoscopy support specialist (ess) for the uretero-reno videoscope device. During the in-service it was discovered the facility was incorrectly reprocessing the device. Reportedly, the customer was not properly flushing the device with a syringe. There was no patient involvement during this event.